Event description:
A philips employee became aware of a journal article (published online 20jun2019) ¿the effect of the debulking by excimer laser coronary angioplasty on long-term outcome compared with drug-coating balloon: insights from optical frequency domain imaging analysis¿. The study retrospectively aimed to evaluate the 1-year efficacy of excimer laser coronary angioplasty (elca) before drug-coated balloon (dcb) dilatation for the treatment of in-stent restenosis (isr). A total of 40 patients with isr who underwent revascularization for bare-metal stents (bms) or des (first, second and third generation) restenosis were enrolled in the study between october 2016 and september 2018. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 4 restenosis and 2 target lesion revascularizations. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 20jun2019 has been used, the date of publication. Sato, t et al_2020_the effect of the debulking by excimer laser coronary angioplasty on long-term outcome compared with drug-coating balloon: insights from optical frequency domain imaging analysis. Doi: 10.1007/s10103-019-02833-1 pmid: 31264007. This report captures the restenosis and target lesion revascularizations that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average patient age: 69.0 ± 9.8 a3a) patient sex - sex of majority of patients involved: 16 males, 4 females a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, filling defect (occlusion) is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.